Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
A patient who underwent a total hip arthroplasty on an unknown date has been indicated for revision due to unknown reasons. No revision has been reported to date.

Manufacturer narrative:
(B)(4). Upon 3rd party review of x-rays received, proximal femur fracture, including displaced oblique fracture exiting the lateral femur at the tip of the femoral stem was noted. The follow-up report is being submitted to relay additional information.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Upon reassessment of the reported event, it was determined to not be reportable as this device was not involved in the event. The initial report was submitted in error and should be voided.